Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high and low blood glucose. The customer's mother reported that they were not getting alarms when they had low insulin. The customer's mother reported that they were not receiving no delivery alarms as well. The customer's blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.